Event description:
A customer reported that their pump had a damaged usb port, which was causing issues when attempting to charge the device. There was no reported impact to the customer¿s blood glucose level. The customer declined troubleshooting offered by technical support, and no further information was provided.